Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer disconnected the infusion set tubing at the luer lock and found that the insulin had a gel-like consistency. Reportedly, customer's blood glucose level was elevated.